Event description:
Eye care practitioner reported dispensing contact lenses to a pt for off-label use as extended wear. Five days later, the pt experienced symptoms of irritation in the right eye and discontinued lens wear. Four days later, the pt went to see a primary care physician and was prescribed oral amoxicillin with no recommendations related to the contact lens. It is unknown if this visit was for ocular symptoms or another reason. Two days later, the pt returned to the eye care practitioner with complaints of pain and was diagnosed with a peripheral corneal ulcer, right eye. The ulcer was not located in the central 6mm of the cornea but was diagnosed as infectious based on appearance. No cultures were collected. The pt was treated with zymaxid and recovered with no change in vision, which was measured at follow-up as 20/20 od.

Manufacturer narrative:
The pt discarded the contact lens and the lot number info is unk. The lens was fit off-label as extended wear. Based on all info, no causal factors can be determined and no conclusion can be drawn.